Event description:
At beginning surgical case, the surgeon activated handpiece and after a few seconds there was an arching and flame expelled from the activation button. No patient impact or injury.

Manufacturer narrative:
(B)(4). Method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event (B)(4) investigation plan: visual inspection functional inspection (if applicable) test for internal and external hipot according to iec 60601-2-2:2009 section 201.8.8.3.104 (handle only) utilizing the specifications described in 31-10-1333. Testing performed: complaint device: device: aquamantys 6.0 product code (sku): 23-112-1 serial / lot number: (B)(4) expiration date: 2018-04-04 quantity returned: (B)(6) visual inspection: corrugated shipping box contained a device display box surrounded by bubble wrap to fill negative space. Within the display box was the device, IFU, and patient ID labels (no tray). Blood and black marks were observed on the device handle around the activation button. The electrodes were clean suggesting that the device was not used, but the saline tubing did contain saline demonstrating that the device was primed for use. Activation button exhibits tactile feel. Functional inspection: device was cleaned with bleach to remove potential contaminants. Continuity was measured with the following results exhibited: right electrode to right plug prong = 1.1 ohms (acceptable per 31-10-1333) left electrode to left plug prong = 66 ohms (unacceptable per 31-10-1333) switch circuit = 6 mega ohms (unacceptable per 31-10-1333) digital multi-meter, eqp=681, cal. Due 4/2014 product specification requirements: electrical continuity: <(><<)>(><(><<)><(><<)>)> 3 ohms resistance per circuit: each probe individual electrode to appropriate plug end. Button circuit must have continuity with a resistance of less than 3.0 ohms when depressed with 350 grams (f). Device was attached to an aquamantys generator to recreate the complaint condition. Device did not immediately activate when the button was depressed, but did exhibit steady operation @ 200 watts after initial issues. Device activated for one minute without heat, fire, sparking, etc. Aquamantys generator eqp=1135 cal. Due:(B)(6) 2014 timer eqp=676 cal. Due: (B)(6) 2014 device was hipot tested internal, 500vrms/60hz, 10s ramp, 30s dwell passed external, 940vrms/60hz, 10s ramp, 30s dwell passed sentry hipot generator, eqp=025, cal. Due (B)(6) 2014 body gap measured met requirements from 31-10-1333 "body gap to be less than or equal to 0.026" in areas extending 1.0" from the front and back of device on both top and bottom. Gap must be greater than 0.010" within 0.5" of button." Gauge pins, eqp=004, cal. Due (B)(6) 2013 further examination is being post-poned until investigation by phase2 (contract manufacturer) is conducted. Lhr review: per the attached documents from phase2 ((B)(4)) the device scrap associated with the cable lot was summarized. The predominant failure mode associated with this assembly was "switch failure". This failure mode description is utilized to describe devices that fail the continuity test for the switch circuit: button circuit must have continuity with a resistance of less than 3.0 ohms when depressed with 350 grams (f). Since the device involved with this complaint did fail to meet this specification, it is possible that this test method was effectively screening for the condition which caused this complaint but was not properly disposed of after identification. It is hard to determine this since the condition of the device after the complaint occurred may have caused the continuity failure. The aqm 6.0 pfmea (61-10-5383 rev.b) identifies this risk in line 85 as: "bad device is tested and passes equipment error device does not deliver rf energy during surgery calibrated/validated equipment, line clearances, inprocess and final product inspection severity = 2 occurrence = 1 detection = 3 risk priority number (rpn) = 6" the risk analysis procedure (11-90-0027 rev.s) identifies an occurrence of 1 as failure highly unlikely or rare number of failures likely. Given that this is the first instance of this type of complaint, and it is difficult to ascertain whether the continuity test is related to the complaint, the occurrence of 1 is accurate. Functional inspection conclusion: the black marks on the exterior of the device handle support the complaint description. The unacceptable continuity values for the device switch and left electrode could be the result of the damage that caused the black marks. This could be a short circuit between the left electrode and the activation switch due to insufficient insulation application over these conductors. In support of this hypothesis, I would expect evidence of electrical burns on the switch tape and left wire insulation. Destructive inspection: the device handle was disassembled to reveal the charring around the internal switch and wiring. The position of the switch board was correctly aligned under the button location. Visual examination of the switch revealed physical damage to the distal end of the switch dome insulation. The bottom surface of the switch board exhibited a burned surface centered over the black wire board trace. The path of the short does not implicate the right electrode, and no damage exists to the red wire insulation. The switch board insulation was removed to reveal charring in the proximal left portion of the switch board. Note, the location of the damage experienced above is opposite the switch damage witnessed prior to removing the insulation. Investigation conclusion: it is possible that conductive material contamination in the switch board material composition allowed a short around the switch once the generator provided power to the device. A review of the complaint database demonstrated that this is the only complaint of this nature that has been reported to date. Material contamination would more likely result in this condition across the entire switch board lot. The complaint details that the condition occurred seconds after initial activation. The mechanical damage on the top of the switch suggests that the force to close the switch was excessive, and applied off-center. It is believed that this excessive, off-center activation force caused the dome switch feet to lift off of the contacts causing the power to arc across the black and blue wire contacts. The heat generated from this activation caused the switch board to continue smoldering after the button was released. The device afmea (61-10-5336 rev. C) does not address excessive activation force as a potential failure mode. Dcr13-001798 has been created to correct this. Given the extent of damage to the device that resulted from the condition, it is difficult to understand the exact root cause of this failure. The records of this investigation will be stored within the complaint database. Should similar complaints be reported, they will be investigated, tracked, and trended so that any opportunities to prevent further occurrence can be analyzed. (B)(4).

Event description:
At beginning surgical case, the surgeon activated handpiece and after a few seconds there was an arching and flame expelled from the activation button. No patient impact or injury.

Manufacturer narrative:
Corrected information. No eval explain code.